Event description:
The device was used for an anterior rectum anastomosis. This procedure was performed because of a tumor disease. It was reported by the affiliate that the tissue rings completely harvested and leak test of anastomosis was conducted successfully. Sepsis three days post-op. Six days post-op death of patient. Necropsy on anastomosis was claimed to show ax55g staples but not cdh33 staples. Follow-up report will contain more detailed assessment of root cause of incident after discussion with hospital. Information about incident, product malfunction is not explicitly claimed. Cause of incident has not been identified unambiguously.